Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.

Event description:
It was reported that the insulin was leaking at the luer lock. Reportedly, the luer lock was not connected properly. There was no impact to customers' blood glucose level.